Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two distal set up joints (suj) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found the errors were confirmed. The unit was installed onto a golden system where no errors were found and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Upon visual inspection, no issues were found that would be related to the reported event isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and errors were confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it triggered error 23118 thus replicating the reported event. Also, errors 23007 and 26015 in the error logs. The unit was then installed onto a pftp where it failed tornado encoder and twang tests where it was not tracking at all. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the chiphencoder virtual absolute (cva) printed circuit assembly (pca).

Event description:
It was reported that prior to the start of a da vinci assisted diagnostic laparoscopy surgical procedure, the customer called a technical support engineer (tse) back and reported that error 23188 returned prior to starting a new procedure and asked to confirm whether arm 1 could be disabled. The tse confirmed the error 23118 pointing to arm 1 setup joint (suj). The tse verified with customer that surgeon was okay with utilizing 3 arms to complete the procedure. The tse walked the customer through disabling arm 1 and verified that arms 2 to 4 were functional. The field service engineer (fse) was set to go on site via the existing work order. The tse was to notify the fse of the case update. The procedure was continued as planned with no reported injury.